Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up will be sent once the results have been analyzed. This incident is references to MDR 2027111-2017-01589.

Event description:
Colorectal and bariatric "this is an additional event happened in the past. I do not have details of exact cases, only the information I have above. Also, the hospital hasnt kept event samples for return. I can not be sure of this, but it appears as though all of the complaints regarding the device relate to lot number 1287289." Additional info received from applied team member, 2nd march 2017: "surgeon and registrar, who completed the case, both said that the omentum was very oozy following sealing i.e. Oozing small amounts of blood. They did not quite state incorrect hemostasis as these weren't major vessels that they were sealing, but they definitely noticed the difference to previous cases whereby voyant has been used." Patient status- no patient injury.

Manufacturer narrative:
Corrected data: event description updated. Based on the description of event reported to applied medical, this report is related to incident no.:2017-0337, MDR no.: 2027111-2017-01589 and incident (B)(4), MDR no.: 2027111-2017-01719. Investigation summary: the event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information was requested and received.

Event description:
Colorectal and bariatric procedures - "several complaints from 3 surgeons during colorectal and bariatric procedures that voyant was producing excessive smoke during procedure, especially when working deep in the pelvis. This lead to them to have had to stop using the device as surgeons visibility was gone. It was also stated that voyant was not sealing correctly across omentum. I do not have details of exact cases, only the information I have above. Also, the hospital hasn't kept event samples for return. I can not be sure of this, but it appears as though all of the complaints regarding the device relate to lot number 1287289." Additional info received from applied team member, 2nd march 2017: "surgeon and registrar, who completed the case, both said that the omentum was "very oozy" following sealing i.e. Oozing small amounts of blood. They did not quite state incorrect hemostasis as these weren't major vessels that they were sealing, but they definitely noticed the difference to previous cases whereby voyant has been used." Patient status - "no patient injury"